Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc connected remotely and checked a patient sample. Ccc discovered that data was not purged after 30 days as configured. A siemens headquarter support center (hsc) specialist connected remotely and performed a data base clean up, purge and defragmentation. Hsc checked the database, and no issues were noted. The cause of the database not purging as configured is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The (B)(4) lab data manager was not purging data as configured, causing results to stay in the system past the time period configured. The customer reuses barcodes every 90 days, and discovered that old results were being confused with new orders and the same barcodes were associated with different patients. There were no incorrect results or data reported out by the customer. There are no known reports of patient intervention or adverse health consequences due to the (B)(4) not purging data as configured.